Event description:
It was reported that loss of capture and a decrease in impedance were observed. X-ray revealed lead dislodgment. Lead was explanted and replaced when repositioning was unsuccessful. There were no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.